Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR#2134265-2014-00887. It was reported that chest pain, angina and in-stent restenosis occurred. In (B)(6) 2013, the patient presented with stable angina pectoris. A 2.5 x 24 promus element plus stent was implanted in the proximal right coronary artery (rca) and a 2.25 x 28mm promus element plus was implanted in the mid rca. In (B)(6) 2013, the patient presented with cardiac chest pain and was diagnosed with unstable angina, mild anterolateral ischemic cardiomyopathy, and known severe atherosclerotic inoperable coronary artery disease. The patient was hospitalized on same day. Coronary angiography revealed 80% stenosis in distal lcx which was treated with the placement of non-bsc drug eluting stent with 5% residual stenosis. The patient was also treated with medications. The event was considered resolved without residual effects and the patient was discharged. In (B)(6) 2013, the patient presented with cardiac chest pain and was hospitalized. The 80% stenosis in the 2nd obtuse marginal was treated with balloon angioplasty with 10% residual stenosis. Additionally, the 70% restenosis of promus element plus stents placed in the non¿target lesion in the proximal right coronary artery (rca) also treated with balloon angioplasty with 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.